Event description:
It was reported that during a lap gastric band procedure when priming the tubing, the tubing filled up with blood. A hole was in the tubing. Another band was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.